Event description:
It was reported that during a prodisc-l procedure, the surgeon was setting up the synframe ring clamp and it snapped into five pieces.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the connecting screw broke at the end of the thread. Due to damage, verification of relevant dimensions could not be completed. The fracture face is homogenous which indicates material conformity. Based on the age and the appearance of the device the reported breakage is possibly indicative of mechanical overload during usage in combination with wear and tear. Product development evaluation reports that the sample was not forwarded for a product development inspection. This complaint is deemed invalid from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
This is report 1 of 1 for this complaint (B)(4).